Manufacturer narrative:
Pr (B)(4)- supplemental MDR - stopper angularity. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309647, batch# 3282432. It was reported the bd syringe 5ml ls sp125 with stopper angularity. The following information was provided by the initial reporter: verbatim: email from xx:, hi vendor rep, please follow up with xxxx at (B)(6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2024, hospital: other, department: laboratory, product: syringe 5ml ls slip tip without needle, vmid: (B)(4), lot number: 3282432, product expiry date: 30-sep-2028, number of defective product(s): 500, is sample available: no, concern description: the rubber top on the plunger is not linear and not equal wide. Plunger cannot be moved safely, so syringe cannot be used for collecting blood thank you in advance for your follow-up on this product concern. Email from (B)(6): hello, we have received the below product problem report. (B)(6), ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report: product information, product code: 309647, product description: syringe hypo 5cc l/s bx/125, lot/serial #:(B)(6), expiry date: 2028-09-30. Problem information: cite customer complaint # (B)(4) the rubber top on the plunger is not linear and not equal wide. Plunger cannot be moved safely, so syringe cannot be used for collecting blood note: I have requested further details on the 500 individual incidents reported occurrences: 500 each. Site information: pending, pending, pending, pe, pending. Sample information: incident samples: 0, representative samples: 0. No adverse event reported.